Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good visual condition. Upon inspection under magnification it was noticed that the upper jaw was damaged at the retention pin cavity, this caused a little difficulty on closing the jaws. The damage was not sufficient enough to impede the device functional testing with the generator. The device was connected to the generator and it was recognized and passed all functional testing. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the instrument (jaw) extremely moved with difficulty. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.